Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 53 mg/dl. Customer ate and drank juice to treat low blood glucose. It was unknown if the insulin pump was on auto mode. Customer reported the sensor errors like calibration not accepted alert and change sensor alert. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump will not be returned for analysis.